Manufacturer narrative:
The reported event of a round, bulbous deployment was confirmed. Following the simulated deployment, the bulbous shape returned to normal and met functional specifications when analyzed at abbott. The device history record was reviewed to ensure that each manufacturing and inspection operation was performed and the product met all defined manufacturing specifications. A CAPA was initiated for further investigation and did not identify a product quality issue. However, corrective actions to further enhance performance are being pursued per internal operating procedures.

Manufacturer narrative:
The results, method, and conclusion codes, along with investigation results will be provided in the final report.

Event description:
On (B)(6) 2020, a 30 mm amplatzer cribriform occluder was deployed in the left atrium. During the deployment and while still attached to the delivery cable, the proximal disc was unable to be flattened out due to a bulbous deformation. The amplatzer cribriform occluder was not released, recaptured, and replaced by a 35 mm amplatzer pfo occluder to resolve the event. There was no clinically significant delay in the procedure, and the patient remained hemodynamically stable throughout. The patient is stable with no consequences.